Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed that the issue could be the provation system and suggested to disconnect the provation system and attach to a monitor to rule out issue with the cv-190. The customer would seek assistance with the biomedical department. The customer later called back to inform that the issue was resolved after cleaning the video cable contact. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis exera iii video system center does not display any video image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the reported event was a dirty connector. The issue was resolved after cleaning the video cable.